Manufacturer narrative:
The ge field engineer reports that there are no parts available for evaluation, no further information, and it is unknown if the device was returned to service.

Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that the unit displayed paw (airway pressure) and expiration valve errors. A ge healthcare service technician performed a checkout of the equipment, and further noticed that inspiration tube on respiration system has a leakage. There was no reported patient involvement.